Event description:
Subsequent to the previously filed medwatch reports, during withdrawal of the whisper es guide wire without resistance, it was noted that a foreign material was on the device and was removed with a piece of gauze.

Event description:
It was reported that during a procedure in the left anterior descending artery with heavy calcification and heavy tortuosity, a whisper extra support guide wire and a non-abbott guide catheter were advanced without resistance. During withdrawal of the whisper ms guide wire without resistance, it was noted that a foreign material was on the device and was removed with a piece of gauze. Reportedly, the site was not sure if the foreign material was coating from the guide wire or material from the inner member of the non-abbott guide catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported foreign material on the guide wire was confirmed as there was a piece of clear plastic tube shaped material, 1cm in length, on the polymer 1cm proximal to the tip ball, which is likely the foreign material noted by the account. The material was sent to the chemical lab for analysis. The chemical analysis report revealed the material was a type of perfluoropolyether (ptfe) teflon. Teflon is used in the manufacturing of guide wires, snare devices, and guiding catheters. All products are 100% inspected for contamination throughout the manufacturing process, including the point where the guide wire is inserted into the coil dispenser. In this case, it is possible that the material came from the other products used in the procedure; possibly the guiding catheter; however this could not be confirmed. Additionally, there was no peeling or damage noted to the guide wire, which further confirms the material did not come from the guide wire. Based on visual inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.